Manufacturer narrative:
Evaluation summary: the stent was moved proximally and was not positioned on the balloon between the marker bands as per specifications. Crimp impressions were visible on the exposed surface of the balloon. The distal tip was stretched and damaged. There was no visible damage to the stent segments. Protective sheath could not be loaded over stent due to damaged tip. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an endeavor resolute rx) drug eluting stent to treat a severely calcified and moderately tortuous rca/cx lesion exhibiting 90% stenosis. It was reported that the device was removed from its packaging as per IFU and inspected with no issues noted. The lesion was pre-dilated . It was reported that resistance was encountered when attempting to cross the target lesion and excessive force was used. The device failed to cross the target lesion, stent struts were reported as damaged. The device was replaced with another stent. No patient injury. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Procedure was completed with a 3.0 x16mm non-medtronic stent. When the device was returned for evaluation no damage was visible on the stent struts. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.